Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery compartment is undamaged, no battery cap was returned, test battery cap is able to fit securely. Moisture corrosion is observed inside the pump on the display screen. Leak test failed due a case crack on the back between the rear label and the case sealing, the pump is unable to power up and it¿s completely unresponsive. The reported ¿power¿ complaint is duplicated. The pump¿s case was removed, further moisture ingress was found to the power pcb and to display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.